Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Guidewire broke off in the pt before the catheter was threaded. Complainant believes the guidewire was inserted too far. The catheter looked fine. Guidewire was removed by cut down procedure.